Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Event description:
It was reported patient underwent a fixation procedure on (B)(6) 2014. During the procedure, the screw fractured during implantation. The fractured screw was removed from the patient and another screw was utilized to complete the procedure. A delay of 30 to 60 minutes occurred.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted that most likely root cause is failure under excessive torque. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: ¿intraoperative fracture of screws can occur if excessive force (torque) is applied while seating bone screws.¿